Event description:
It was reported that the t:slim x2 pump battery would not charge, accompanied by a power source alert in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use a non-tandem wall adapter temporarily, which resolved the issue, but was advised against using third-party charging supplies unless necessary for troubleshooting. Tandem technical support arranged to send a replacement wall adapter via two-day shipping.